Event description:
I had saline breast implants put in, I was told they were safe. In 2001 I started to have joint pain. Went to a rheumatologist and was told I had fibromyalgia. For the next 21 years I went to 4 more rheumatologists, several primary care doctor, dermatologists, 3 ents cardiologist and other specialists. I have hypothyroid, rashes, migraines, swallowing issues, significant joint pain, vaso rhinitis, memory problems, vertigo, reflux, sleep problems, neck and shoulder pain, breast pain and heart palpitations. I am physical active, weigh (B)(6), I eat gluten and lactose free, no fried foods. I have also tried acupuncture, dry needling, massage, arrosti, chiropractor, prp. I now see a functional medicine doc, I'm on 5 medications and 20 supplements. My c reactive protein is significantly high and I have lots of inflammation. My ana has been positive for years, with no medical explanation. I have high levels of metals like cesium in my body. I am getting my implants explanted in 3 weeks. I have a phd and have worked in government s&t my entire career and the FDA is so [invalid]est in their rules, how is it breast implants are still on the market?; I have tons of test results, happy to send them in. FDA safety report ID#:(B)(4).